Event description:
A non-healthcare professional reported that patient did her cataract surgery two weeks ago in one eye, when she visited her md the next day after surgery, as per patient, her intraocular pressure was high, and her md prescribed beta-blocker drops, and her iop now was better. Patient stated that she was not concerned at all. Additional information has been requested and received stating that the patient was doing well on beta-blocker drops. No issues noted.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A malfunction has not been indicated against the product. The root cause for the reported high intraocular lens one day post-op cannot be determine by the product investigation. The reporter (patient) indicated the high intraocular lens improved with treatment and they have no concerns. The manufacturer internal reference number is: (B)(4).